Manufacturer narrative:
Medwatch #(B)(4) was sent by customer. Complaint conclusion: as reported, the 6f .070in al.75 100cm vista brite tip guiding catheter would not fit into the right radial artery, so the physician switched to femoral access. The device would not engage with the right coronary artery (rca) due to the guide tip being too long. There was difficulty removing the guide catheter from the right femoral site. The guide catheter kinked in the leg and was unable to be unkinked. This resulted in an extended procedure with more contrast inserted into patient than recommended, and the procedure took two to three times longer than expected. Extended manual pressure was held post procedure, as the wire had to be pulled out kinked. There were no reports of patient injury. The patient was initially brought into the emergency department (ed) with chest pain. EKG worsened during stay and stemi alert was called. Patient was brought to catheterization lab, and that is when catheterization was attempted in radial artery. The patient was on anticoagulants. A second cardiologist was consulted and came in to help troubleshoot. Vascular surgery on call was notified by the administrative supervisor per the physician's request. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages on the device packaging prior to opening. A contralateral approach was not used. The target site was calcified and tortuous with 100% stenosis and no acute angulation or bifurcation. The access site was also calcified and tortuous. There was no stenosis, acute angulation, or bifurcation. The device was not pulled from the packaging by the hub. The device was not torqued or ¿steered¿ by the hub. The product was softer than expected. The patient did well and was happy with the care received. He still follows up with the physician. Without the return of the device or images for analysis, the reported customer events catheter (body/shaft)-kinked/bent, catheter (body/shaft)-withdrawal difficulty, catheter (body/shaft)-cannulation difficulty and brite tip/distal tip-out of shape could not be confirmed. Patient vessel characteristics and/or catheter selection may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 6f .070in al.75 100cm vista brite tip guiding catheter would not fit into the right radial artery, so the physician switched to femoral access. The device would not engage with the right coronary artery (rca) due to the guide tip being too long. There was difficulty removing the guide catheter from the right femoral site. The guide catheter kinked in the leg and was unable to be unkinked. This resulted in an extended procedure with more contrast inserted into patient than recommended, and the procedure took two to three times longer than expected. Extended manual pressure was held post procedure, as the wire had to be pulled out kinked. There were no reports of patient injury. The patient was initially brought into the emergency department (ed) with chest pain. EKG worsened during stay and stemi alert was called. Patient was brought to catheterization lab, and that is when catheterization was attempted in radial artery. The patient was on anticoagulants. A second cardiologist was consulted and came in to help troubleshoot. Vascular surgery on call was notified by the administrative supervisor per the physician's request. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages on the device packaging prior to opening. A contralateral approach was not used. The target site was calcified and tortuous with 100% stenosis and no acute angulation or bifurcation. The access site was also calcified and tortuous. There was no stenosis, acute angulation, or bifurcation. The device was not pulled from the packaging by the hub. The device was not torqued or ¿steered¿ by the hub. The product was softer than expected. The patient did well and was happy with the care received. He still follows up with the physician. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.